Manufacturer narrative:
Reported complaint alleged that patient's face still red 5 month after dermal resurfacing procedure with the j-plasma handpiece. Dermal resurfacing procedure is off label use. J-plasma handpieces defined intended use is for cutting, coagulation and ablation of soft tissue during open or laparoscopic surgical procedures.

Event description:
Reported complaint alleged that patient's face still red 5 month after dermal resurfacing procedure with the j-plasma handpiece.